Manufacturer narrative:
The pump passed the self-test, active current test and sleep current test. All buttons function properly. Successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during testing, normal low battery alerts on 02/14/2025 22:58:00, 01/01/2025 07:48:00 and 11/19/2024 00:31:00 found in the history files or traces. Battery cycle 23.0 received the lowbatteryalert (104) on 02/14/2025 22:58:00 after more than 7 days at 44.22 days. Battery cycle 22.0 received the lowbatteryalert (104) on 01/01/2025 07:48:00 after more than 7 days at 43.3 days. Battery cycle 21.0 received the lowbatteryalert (104) on 11/19/2024 00:31:00 after more than 7 days at 41.11 days. With reference to the battery duration failure analysis instructions, the customer did not experience an unexpected power loss of less than 7 days per the pump history records. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the keypad assembly, electronic assembly, motor, or force sensor. The p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked case, scratched case, cracked case-corner of belt clip rails and battery tube threads - cracked. Customer did not experience an unexpected power loss of less than 7 days per the pump history. Keypad/buttons functioned properly during analysis. Unresponsive keypad and charge/battery lasts less than expected were not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer stated the depleted battery life, and delayed responses with buttons. The customer reported no adverse event. The event involved product(s) mmt-1715kl. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for mmt-1715kl.